Manufacturer narrative:
.

Event description:
It was reported that the patient was seen for a dental procedure (impacted molar), went under general anesthesia, and then experienced bradycardia leading up to the asystole. The patient's neurologist was unsure whether this was related to vns or not. Additional information was received that the patient has no prior history of arrhythmia. The issue was stated to have resolved following the surgery, and the patient had experienced no further arrhythmia problems. It was reported that the patient was under fentanyl and sevoflurane anesthesia. It was further reported that the patient experienced asystole for about 30 seconds.

Event description:
Additional information was obtained via an internet search which showed the potential effects of the anesthetics used on heart rate. Fentanyl: rare (less than 0.1%): arrhythmias, cardiac arrest (http://www.drugs.com/sfx/fentanyl-side-effects.html). Lidocaine: cardiovascular side effects occur in 2% of patients. Serious cardiovascular problems include hypotension, bradycardia which may lead to cardiac arrest, and cardiopulmonary arrest (http://www.drugs.com/sfx/lidocaine-side-effects.html). Sevoflurane: very common (10% or more): hypotension (11%), bradycardia uncommon (0.1% to 1%): arrhythmia (http://www.drugs.com/sfx/sevoflurane-side-effects.html).